Manufacturer narrative:
Siemens went on site and performed an annual preventative maintenance and system review. Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." "This assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) results for two patients that were reactive (positive) upon repeat testing. The customer considers the reactive results discordant. The nonreactive (negative) results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the cov2t results.

Manufacturer narrative:
MDR 1219913-2021-00156 was filed on february 26, 2021. Additional information - march 8 2021 the following information was provided: there is no further processing of the samples after the initial result. Samples are immediately placed back on the analyzer and retested. Additional information - march 23, 2021 non-reproducible reactive results were observed with advia centaur xpt sars-cov-2 total (cov2t) lot 709003. Advia centaur cov2t lot 709003 was reviewed internally for discordant results. Advia centaur cov2t lot 709003 variability and discordant frequency as obtained from siemens remote services data is (B)(4) at the time of review as compared to other lots. Siemens' review determined that although non-reproducible false reactive results were observed with multiple kit lots, they are performing within claims and a change in performance has not been confirmed. A customer service engineer went onsite and performed a total service call and performed troubleshooting.. No significant hardware issues were found. No product non-conformance was identified. Customer is operational. No further action is needed. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.